Event description:
It was reported that post paced t-wave oversensing was observed. The issue was suspected to be caused by the patients post stimulation depolarization pattern. Reprogramming was recommended. There were no adverse consequences to the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.